Event description:
Implant was placed in palatal area (cuspid-right #6) and was to be part of an overlay denture to compliment the zest anchor post in left area #11. Everything went fine. Waited 8 months. The implant did not osseointegrate and was removed.